Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the returned product consisted of and angiojet solent proxi thrombectomy with no other devices. The pump, shaft, and tip were microscopically examined and it was observed there was a break in the hypotube approximately 27cm from the tip of the catheter. Functional testing was performed by placing the device in the consol. A¿ check saline supply¿ was observed. The ¿check saline supply¿ error is an under pressure error and is due to the break in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on december 2, 2016. An angiojet® solent¿ proxi catheter was being prepped for a fistula declot procedure. As the staff went to prime the catheter it was noticed to be aspirating through a kink in the catheter. The procedure was completed with another of the same catheter. No patient complications were noted. However, the returned product analysis revealed a break in the hypotube approximately 27cm from the tip of the catheter.